Manufacturer narrative:
The device was returned to zoll; review of the device's history log found an indication that the electrode pads that were attached to the device were faulty; however the electrodes were not returned for evaluation. The device operated to specification during testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device was rebooting power inappropriately. Complainant did not indicate that there was any patient involvement in the reported malfunction.